Event description:
During a procedure, while hammering the helical blade coupling screw in the tfn helical blade inserter, the helical blade coupling screw broke off at the head-shaft junction. Another helical blade coupling screw was used to complete the procedure with optimal fixation. No extended surgery time or patient harm was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record (DHR) indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Manufacturer narrative:
Device used for treatment and not diagnosis. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. There are several dents on the top and edges of the knob. The threads on the end are discolored but still intact and a known good helical blade. Part 456.305 was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The hex recess in the knob is distorted. Excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in august 2006 and is over 6 years old and shows evidence of being used-hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use.